Event description:
The surgeon observed lens opacification and cell growth on the intraocular lens at approximately 16 months post-operative. The pt best corrected visual acuity at the last report was 20/200.